Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to remove battery cap with a quarter. Customer's blood glucose was 37 mg/dl and inquired if she should calibrate. Customer was advised against calibrating until blood glucose was stable. Customer was able to remove battery cap with screwdriver after troubleshooting. Customer was advised to monitor insulin pump.